Manufacturer narrative:
The device was not returned as it was discarded by the medical facility. As such, physical analysis was unable to be performed. However, it was confirmed the device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the end of service (eos) indicator will be displayed on the remote control and clinician programmer when the stimulator battery is fully depleted and stimulation will no longer be available. Additionally, surgery is required to replace the non-rechargeable stimulator to continue providing stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) replacement procedure due to the ipg having reached the end of service (eos). Additionally, there were high impedances noted on the left and right sided leads. It was unclear when the high impedances occurred however, after numerous troubleshooting efforts performed intraoperatively, the impedance issues did not resolve. The leads were left implanted and the device system was programmed postoperatively delivering therapy as expected. The explanted ipg will not be returned as it was discarded by the medical facility.